Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The device passed all testing criteria after the mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is constantly bleeping and screen is permanently off. There was no reported patient involvement. The device evaluation verified error code 42224.